Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 to 91 mg/dl range, cause was unknown. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.